Event description:
Complainant alleged that while attempting to treat a male pt, the electrodes did not allow the associated defibrillator to display an ECG rhythm. The nurse pressed on the electrode and obtained an ECG signal for a short time, then lost the ECG signal again. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has rec'd the prod, and will be providing a f/u report when our investigation is completed.